Manufacturer narrative:
(B)(4). The device was available for evaluation. The device passed electrical testing but failed functional testing with multiple fills and drains exceeding the volumetric limits and a timeout during last fill. The external and internal visual inspection found no issues. The pneumatic system was tested and found no leaks and all pressures to be correct and stable. Card integrity testing found no issues. The device passed the temperature verification test. Volumetric accuracy testing was performed and the device failed with the original piston foam. The device passed this test when new piston foam was installed and failed when the original foam was reinstalled. Inspection of the door and piston found the foam to be disintegrated. The cause was determined to be the disintegrated piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.